Event description:
It was reported that the customer received a continuous glucose monitor error 42 sensor issue while away from home without supplies. There was no reported impact to the customer¿s blood glucose level. Customer planned to follow up later to continue troubleshooting with technical support, and no additional information was received regarding further actions or final outcome of the event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.